Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.

Event description:
On (B)(6) 2010, during surgery, the female hex of the sequoia dorsal height adjuster broke. The surgeon was able adjust screw height after initial implantation using a regular sequoia screwdriver. There was no surgical delay or harm to the patient. This malfunction has been associated with an adverse event in the past.